Manufacturer narrative:
Ptc investigation result was received on 08-sep-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number(B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who bled for 3-4 months after essure (fallopian tube occlusion insert) insertion. She was submitted to an ablation. Additionally, she developed a cyst the size of a baseball in her right ovary; which was surgically removed. These events were considered serious due to medical importance. Only bleeding, regarded as genital bleeding, is listed according to essure's reference safety information. After essure insertion abnormal genital bleeding and menses pattern changes may occur. In this case, consumer was diagnosed with endometriosis; which could be an alternative explanation for her bleeding. However, as this event started after essure insertion and she was submitted to an ablation (interpreted as endometrial ablation) on the same year of device placement; a contributory role of essure cannot be excluded. For ovarian cyst; given its nature, considering endometriosis as an alternative explanation and based on essure non-hormonal, local action at fallopian tubes, causality is considered unlikely. This case was regarded as incident, since an intervention (endometrial ablation) was required. Since no product was provided and no batch number was provided a quality defect cannot be confirmed. Based on available information, there is no reason to suspect that the events were caused by a potential quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case # FDA-2014-n-0736-0162, awareness date 13-aug-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in 2010. The consumer reported she bled for 3-4 months after essure insertion and an ablation was performed in 2010. She began developing cysts and endometriosis; her right ovary enlarged to the size of a softball and cyst the size of a baseball on top of it causing unimaginable pain. The removal of right tube and ovary was performed; which had to be cut in pieces to even be removed. She stated that before essure she had no related problems. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who bled for 3-4 months after essure (fallopian tube occlusion insert) insertion. She was submitted to an ablation. Additionally, she developed a cyst the size of a baseball in her right ovary; which was surgically removed. These events were considered serious due to medical importance. Only bleeding, regarded as genital bleeding, is listed according to essure's reference safety information. After essure insertion abnormal genital bleeding and menses pattern changes may occur. In this case, consumer was diagnosed with endometriosis; which could be an alternative explanation for her bleeding. However, as this event started after essure insertion and she was submitted to an ablation (interpreted as endometrial ablation) on the same year of device placement; a contributory role of essure cannot be excluded. For ovarian cyst; given its nature, considering endometriosis as an alternative explanation and based on essure non-hormonal, local action at fallopian tubes, causality is considered unlikely. This case was regarded as incident, since an intervention (endometrial ablation) was required. A product technical analysis is being sought. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.